Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: use error: observed that the device was implanted expired per implant date reported. Calcification: observed. Anxiety - product/ procedure : unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, one opening and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right "implant exchange from textured to smooth due to the patients concerns with the product." Healthcare professional later reported implant was "covered in calcium." Device was implanted after its expiration date. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right "implant exchange from textured to smooth due to the patients concerns with the product." Device was implanted after its expiration date. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was implanted after its expiration date.